Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was a manufacturer  representative reported that last friday, the patient had a lead revision(details unknown about why the patient needed the lead revision) and the healthcare provider put the new lead into the header of the old ins. However, when the healthcare provider twisted the torque wrench, they heard the clicks like they normally do. The healthcare provider tugged on the lead to make sure it was in there, but the lead just pulled right out. The healthcare provider repeated the process and found that the clicking screw was not tightening and holding the lead in place. The patient ended up replacing the ins as well. Technical services agreed to document case and sent rep information on returning ins for analysis.